Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How was the procedure completed? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: no further information available.

Event description:
It was reported that during a colon resection the tlc55 with blue reload did not seal the colon, and following the firing of the stapler, stool leaked out at the start of the staple line. He ensured that tissue was not crotched in the jaws before firing. He also observed bleeding more after the firings.